Event description:
A cc4204bf collamer plate lens was loaded into the cartridge and the surgeon was examining it under the the microscope before implanting. The surgeon noted that there were stress marks on the lens and decided not to use it. There was no patient contact or injury. The nurse manager stated the cause of the stress marks was unknown. An indigo-p injector and an sfc-25 fp cartridge were used but the contact was unable to recall the lot numbers.